Event description:
It was reported that during an unknown laparoscopic procedure, jamming occurred in the el5ml. The device was used for the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned partially cycled with a clip within the jaws. A bag with two malformed clips was received along with the instrument. In an attempt to replicate the reported incident, the cycle was completed and one conforming clip was formed. In the next actuations, the remaining clips were fed and formed as intended. In addition the device locked out as intended; however the indicator wheel was found to be undertraveled; please note this condition is unrelated to the reported complaint. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.